Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to a percutaneous coronary intervention, stent securement issue occurred. As the 4.5x20mm omega stent was opened and prepped for use the physician noted that the stent was very loose on the balloon and not crimped on very well. The procedure was completed with another 4.5x20mm omega stent. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer - the balloon was tightly folded with the stent secured on the balloon between the markerbands. The fourth (4), fifth (5), sixth (6) and seventh (7) rows of struts on the distal end of the stent were bent, flared and overlapping. Magnified inspection of the remainder of the device presented no other damage or irregularities. The reported dislodged stent was not confirmed. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that prior to a percutaneous coronary intervention, stent securement issue occurred. As the 4.5x20mm omega stent was opened and prepped for use the physician noted that the stent was very loose on the balloon and not crimped on very well. The procedure was completed with another 4.5x20mm omega stent. This product is only ous approved but it is similar to an approved us device.